Manufacturer narrative:
An eval of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable. Herewith the investigation plan and report as attachments. The root cause of this complaint cannot be identified, since the device was not returned yet to manufacturer for further investigation. We will try to retrieve the subject device back, any supplementary info will be submitted in the f/u report.

Event description:
Customer homedics reported an hcomplaint, # (B)(4), for homedics automatic blood pressure monitor, model # wgnbpa-730 (hl858ef) and sn (B)(4) dated on (B)(6) 2014, health and life received on 08/19/2014. Consumer reported that "a homedics rep was able to speak with the pt's mother when she restated her son suffered injuries because his unit (wgnbpa-730) was reading too high." The pt's mother (who corrected her age to (B)(6)) explained she is her son's caretaker (she corrected his age to (B)(6)). His mother reports the pt "needs 7 different medications." She did not have the types of medications available with her at the time of the call. However, one of the medications is only needed when her son's systolic pressure is more than 110. His mother was giving the pt this particular medication based on the readings from the wgnbpa-730. She believes that, due to the incorrect high readings from the wgnbpa-730, her son was taking this medication unnecessarily which caused him to suffer seizures on 4 separate occasions."